Event description:
This is the second of three reports (devices used by the account). It was reported that the sales representative tested the devices used by the account after they reported having issues. The micro handpiece (serial number:(B)(4)) was barely penetrating the plaster of paris. The sales representative even increased the power and suction to 100% and got very little power and very little buzzing. The 24 khz neuro hp tested fine and the sales representative could not mimic any yellow error codes reported by the nurse, who stated that they got a handpiece error when they switched to the 24 khz neuro handpiece. The nxt console said to unplug and replug the handpiece and so they got that error to go away. Then they had a footpedal error and they had to unplug and plug that in before they could get the error to go away. Surgery delay was reported. Again, the sales representative could not mimic these errors. Additional information was received from the sales representative on 21jan2016 with the following: the handpieces and consoles have been intermittently failing; no power and handpiece error messages. Type of surgery were crani procedures. No details could be provided regarding any patient information. No patient injuries reported but the surgeon felt that he could not reliable remove all the tumor in some cases. Linked to mfg. Report numbers: 3006697299-2016-00080 and 3006697299-2016-00082.

Manufacturer narrative:
Integra has completed their internal investigation on 02/04/2016. The investigation included: methods: evaluation of actual device; review of device history records; review of complaint history. Results: evaluation of device: the handpiece passed all incoming test without problem. It was tested with nxt and selector console and passed all tests, no problem was found. No non-conformance reports were raised during the manufacturing process for this handpiece. The reviewed service history documentation for selector handpiece 1529000m2p, serial number (B)(4) has identified no impact on complaint incident. The DHR review has been deemed satisfactory a minimum of 12 months review was completed using the following key word ¿ultrasonic output issue¿ and a root cause ¿could not duplicate¿ in the search criteria. This review encompassed from dates 28-dec-2014 to 27-jan-2016. A total of (B)(4) complaints were reviewed of which (B)(4) complaints contained the search criteria. The analysis of the complaint investigations and root cause reports has concluded this complaint is the (B)(4) identified complaint for the reported failure associated with the selector handpiece 1529000m2 that could not be duplicated. No trend has been identified. Since the complaint incident could not be duplicated and the handpiece was verified as working to specification, no root cause can be established.